Event description:
A peritoneal dialysis (pd) patient experienced a two bacteria cloudy effluent. The cause of the cloudy effluent was unknown. The patient was not hospitalized for this event; however, the patient was prescribed unspecified antibiotic treatment for cloudy effluent. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: null value ¿ this event occurred on an unspecified date in (B)(6) 2023. D4: lot # - the patient further alleged that they had been using minicaps associated with device recall fa-2023-003. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.